Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4). ..

Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal on (B)(6) /2017 and 20 seconds into removing the pathology the physician noticed metal fragments. The physician did a dilatation and curettage (d&c) and there were no fragments in the samples. The physician does not know if the fragment remained inside the patient. "The patient was fine after the procedure".